Event description:
The following information was reported: the balloon pulled through the arteriotomy and out of the patient during deployment. The balloon did not rupture, just pulled through the vessel during pullback to arteriotomy. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention vessel type: peripheral vessel size: 7 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1433902) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).